Event description:
It was reported that during use in a procedure at the user facility, the device was overheating causing burns to the patient. The procedure was completed successfully without a clinically significant delay. There was no medical intervention.